Event description:
It was reported that the patient was having coupling and/or communication issues and was getting a recharge recharger warning screen . The patient was also experiencing no stimulation sensation and stimulation had been off for some time. However, the patient was unsure for how long that was. The reporter indicated that since one week after the patient had surgery, she had pain in her right leg but never did before. The patient had tried turning stimulation on the morning of the report because she was in pain every day, however it didn't work. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).